Event description:
Additional information: it was reported that the rash was over the patient's entire body and is suspected to be related to ongoing infection. Blood cultures were negative on (B)(6) 2019 for greater than 72 hours. The patient will be treated for 42 days after the negative blood culture. The rash was improving each day and the patient will stay on cefazolin 6 grams per day IV until (B)(6) 2019.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for a rash, abdominal pain and leukocytosis. The cause of the rash was reported to be the ongoing IV antibiotics the patient was already on. The patient has been switched to cefazoline via IV at 6 grams per day. Additional information received on 31jul2019: patient was discharged from the hospital on (B)(6) 2019 after being hospitalized on (B)(6) 2019 for a rash secondary to the ongoing use of antibiotics.